Event description:
It was reported that the atrial lead was far field r-wave (ffrw) oversensing post the ventricular pace. Parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224trk, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010; product ID: 6949-65, implantable tachy lead implanted: (B)(6) 2007.